Manufacturer narrative:
(B)(4).

Event description:
It was reported "stapler is not releasing staples correctly and getting stuck in stapler." No patient harm or injury reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as the sample was not returned for analysis. The DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "stapler is not releasing staples correctly and getting stuck in stapler." No patient harm or injury reported.